Event description:
It was reported by the rep that the product was used in a laparoscopic tubal ligation. It was reported that the optical lens broke off into the pt. The or time was extended in an attempt to locate the tip, but it was never retrieved. It is assumed that the tip was left in the pt.